Manufacturer narrative:
Device available for evaluation: unknown. Concomitant medical products: chiba needle, .035 j wire. Occupation: clinical safety coordinator. PMA/510(k) #: pre-amendment. (B)(4). A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop biliary drainage catheter was placed in an unknown patient's chest as a left sided chest tube. Sixteen days later, the mac-loc hub separated from the catheter. The catheter was removed and replaced with a 12 fr catheter. As reported, the patient remained stable and there was no immediate harm at the time of the event. No other adverse events were reported for this event.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d10. Correction: d1, d2, d4, d7, g5, h3. B5 - patients mother noted leaking and summoned staff to bedside. Upon assessment, it was reported "considerable bubbling in the pleurovac unit." It was reported that the patient did have an increase in work of breathing, although they report a respiratory rate of 52. It was reported that her oxygen saturation remained at 97%. Respiratory therapist reported when clamping the chest drain "distal to the end of the pigtail that air leak stopped." The respiratory therapist attempted to tighten the connection at "the luer." It was reported at this point the "the chest tube tore and disconnected from the luer lock connector." The tube was replaced at the bedside by a physician and nurse. It was reported the "tube was broken at non luer side" and the tube was properly secured to patient when the tube failure occurred. G5 - PMA/510(k) #: exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10: product received on: 09jan2020. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complainant returned one catheter to cook for investigation. Physical examination of the returned device showed the hub separated and the flare attached to the tubing. Biomatter was present throughout the device. Thread marks were found on the flare, but no other damage was noted to the device. All dimensions deemed relevant to the failure mode were analyzed and confirmed that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots revealed no reported nonconformances. A database search found no additional complaints reported from the field on the affected lot. Due to this information, there is no evidence suggesting that nonconforming product from the affected lot exists in house or in the field. Based on the information provided, inspection of the returned product and the results of the investigation, it was concluded that a manufacturing and quality control deficiency contributed to this incident. Corrective actions including implementation of a gap gauge and retraining were performed. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.